Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an 9f amplatzer trevisio delivery system. After failed gore device deployment, the physician proceeded with the 30-25mm amplatzer talisman pfo occluder. The device was advanced into the patient but remained attached to the delivery cable and was not released. Device sizing was determined based on echocardiographic measurements, and transesophageal echocardiography (tee) was utilized for imaging guidance. While the physician was assessing device positioning via echocardiography, the patient experienced a vagal response, including a reported cardiac arrest and rhythm change, prompting initiation of cardiopulmonary resuscitation (CPR), which was continued until the patient became stable. The event occurred prior to device release, and there was no reported device malfunction or allegation against the device. The implanter assessed the event as related to the procedure rather than device performance. No clinical signs or symptoms were reported following the event.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.